Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, a possible root cause for the ¿shunt failure.¿ could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a patient had a certas valve implanted in (B)(6) 2018 with setting 4. On (B)(6) 2022, the patient went to the emergency room with unspecified symptoms. The neurosurgeon tried to reset the valve with the electronic toolkit and it was not possible to change to a higher position (4 to 5 or higher), however, it was possible to change from 4 to 3.